Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event is attributed to less than optimum design in withstanding the long time effects of autoclaving. Corrective action has long since been implemented to improve the reliability of the device.

Event description:
The handle broke during surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.